Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was unable to be confirmed. Provided information indicated that the backup battery was reseated, which did not resolve the alarm, so the system controller (serial number: (B)(6) was exchanged on 04may2023. The system controller did not return for analysis and no log files were available for review. The root cause of the reported event was not conclusively determined via this analysis. The device history records were reviewed and revealed no deviations from manufacturing and qa specifications. Heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. G) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient underwent a system controller exchange and received a new emergency backup battery (ebb) on (B)(6) 2023. The patient had recurrent ebb fault alarms despite reseating the battery. The dates of the ebb faults could not be confirmed by the site and log files were not available.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.